Manufacturer narrative:
(B)(4). (B)(6). The handpiece device has been returned and is currently pending evaluation. It was determined that the reported condition was due to be improper construction and design. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the handpiece device coupling tool side was out of specification. It was noted that the swing head was torn, the tightening screw plate was falling down, and the trigger ran badly. It was also noted that the device failed pre-repair diagnostic tests for saw blade coupling assessment and trigger test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the pressure disk falls down, the saw head was broken, and the trigger was heavy moving. Therefore, the reported condition of blade holding system problem was confirmed. The assignable root cause of the failures saw head cracked and pressure disk falls down were determined to be due to construction/design false, defective. These issues have been captured in a CAPA. The assignable root cause of the trigger heavy moving was determined to be due to normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.